Event description:
It was reported that prior to a splenectomy procedure, after installing the blade, the generator alarmed and the doctor changed to another device. Everything went okay and there was no reported patient consequence.